Event description:
The patient reported an elevated blood glucose reading of 569 mg/dl with her normal range being 80-120 mg/dl. She stated, she experienced dry mouth and was able to correct her blood glucose levels by taking a 10 unit injection of insulin. Troubleshooting discovered no product or user issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.